Manufacturer narrative:
Date of event is unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive bactec fx bottle the bottle turns positive. After performing gram stain and culture, there is no growth. The bottles were put back into the bactec fx there are bubbles visible under the sensor. The same day, 13 bottles turned false positive. The instrument keeps flagging false positive bottles. All of these flagged positive when customer was in the lab (so the same day). Customer waited for the gram staining and they all were negative, so returned into the bactec fx.

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect and bubbles. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Retention samples have tiny air bubbles in the sensor. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. This complaint should be considered as an educational issue since these tiny air bubbles observed at the bottom and/or side of the sensor is caused by the out gassing of the water vapor during the sensor curing process. The presence of these air bubbles should not have any adverse effect in sensor performance. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required.

Event description:
It was reported while testing with bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) a false positive result was obtained. Confirmatory testing was performed using gram staining. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: false positive bactec fx bottle the bottle turns positive. After performing gram stain and culture, there is no growth. The bottles were put back into the bactec fx there are bubbles visible under the sensor. The same day, 13 bottles turned false positive. The instrument keeps flagging false positive bottles. All of these flagged positive when customer was in the lab (so the same day). Customer waited for the gram staining and they all were negative, so returned into the bactec fx.